Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range impedance and high capture threshold. Technical services (ts) noted that there could not be any issues in magnetic resonance imaging (MRI) condition and referred the caller to the cardiologist for guidance. A discussion for lead revision is planned. The lead remains in use. No adverse patient effects were reported.